Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction d4 catalog no - correction. H2 type of follow up - correction. H5 labeled for single use - correction. Product registration - correction.

Event description:
Subsequent to the initial MDR, a correction is required.